Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose (bg) level; a past bg level provided was 130mg/dl. Supply changes were performed to address the occlusion alarms. A system check was performed verifying the occlusion alarms and a new cartridge was loaded. During a follow-up call, the customer reported an additional occlusion alarm. A system check was performed and the occlusion alarms were verified. The customer's bg level was 363mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.